Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported that the loudspeaker is defective and does not emit any sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.